Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the available information, the reported single leaflet device attachment (slda) appears to be due to a combination of challenging patient anatomy and procedural conditions. The reported unintended movement of the delivery catheter (dc) shaft and poor imaging appear to be due to procedural conditions. The reported unexpected medical intervention is the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The first clip delivery system (cds) (cds0701-ntw, 10426r191) was advanced to the mitral valve and during deployment, the physician felt the cds had stored torque and tension until the clip was deployed. A second cds (cds0701-nt, 10513r101) was advanced and it was then noted that the first clip had detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). Therefore, the physician decided not to deploy the second clip and exchange it for an xt clip (cds0701-xt 10107u113) to stabilize the first clip. Two clips implanted, reducing the mr to 1-2. Imaging was very challenging; the valve was very calcified, and the echocardiography probe kept overheating and causing degradation of images. The patient's final mean pressure gradient was 6 mmhg; however, the physician was happy with the outcome. The next day the patient had no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.